Manufacturer narrative:
Reference record (B)(4). Additional information added to description of event or problem. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
For the abdominal abscess, the patient was treated with intravenous (IV) ampicillin sodium and sulbactam sodium 6 g. From (B)(6) 2019 and IV ceftriaxome sodium hydrate 100 mg. From (B)(6) 2019.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced an intra-abdominal abscess and was hospitalized for an unspecified length of time. The exact location of the abscess was unknown. On (B)(6) 2019, the abscess resolved. No further information regarding treatment was provided.